Manufacturer narrative:
The cartridge instructions for use state: make sure that insulin is room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after inserting the syringe needle "all the way into the fill port" of the cartridge, air bubbles were observed in the cartridge and infusion set tubing. Customer primed tubing until all air was gone. Blood glucose was in the 200s mg/dl. Tandem technical support (cts) reviewed cartridge fill process with the customer. Reportedly, customer used cold insulin to fill cartridge. Cts informed customer to use room temperature insulin as per labeling.